Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4): unanticipated x-rays were taken to confirm that all fragments were removed. Serious injury change due to x-rays received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
11/15/2016 - medwatch (3500a) received by mail, additional information was received, customer quality unit received a maude report forwarded from department of human services; this report is against user facility#(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4) unknown lot number. No product will be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during a right finger open reduction internal fixation (orif) procedure while using the variable modular hand system three (3) cortex screws broke. The three (3) broken cortex screws were, two (2) 1.5mm titanium cortex screws 10mm and one (1) 1.5mm titanium cortex screw 11mm. As the surgeon was tightening down the screws, after drilling using the 1.1 drill bit, the ends of screws sheared off. It is unknown if the screws or fragments were left in the patient. There was an approximately ten (10) minute surgical delay; the patient's outcome is unknown. Concomitant devices reported: screwdriver (part # unknown, lot # unknown, quantity 1). This report is 3 of 3 for (B)(4).